Event description:
During extraction of asnis 3 4.0mm screw, the screw thread stopped at cortical bone, and the screw could not be extracted. The surgeon tried to extract the screw with pliers forcibly, but the screw broken. He used the extractor to extract the broken part of the screw. The extractor also broke. Finally, the broken part of the screw remained in patient, and the surgery was finished.

Event description:
During extraction of asnis 3 4.0mm screw, the screw thread stopped at cortical bone, and the screw could not be extracted. The surgeon tried to extract the screw with pliers forcibly, but the screw broken. He used the extractor to extract the broken part of the screw. The extractor also broke. Finally, the broken part of the screw remained in patient, and the surgery was finished.

Manufacturer narrative:
Device evaluation summary: based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage was caused by the user. The extractor is representing a possible option of the removal of a damaged asnis iii 4mm cannulated screw. As the geometrical condition of a damaged screw cannot be forseen it cannot be guaranteed that the removal is possible with the extractor. Therefore other options for removal are represented in the implant extraction system, modul 1 ((B)(4)) and modul 2 ((B)(4)). No correction of the extractor is necessary as the intended use of the device is given. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.